Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis on (B)(6) 2018. Customer experienced symptoms such as nausea, vomiting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specific device unit passed self test, displacement test and basic occlusion test. Unable to prime device during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.